Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had been in the hospital in (B)(6) and now was released. The patient had been hearing critical alarm go off for a few days. The patient had missed a refill scheduled on (B)(6) and would be getting the pump filled next week. The caller was going to call hcp to see if the patient could get any oral baclofen for the drive to the hcp's office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. It was reported the patient's pump was sounding the non-critical alarm and was worried the patient may be experiencing withdrawal symptoms. The caller thought the pump was empty as the patient missed their refill last friday due to other medical issues.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that healthcare provider (hcp) put medication in the pump "but he wasn't sure if it was working, and they did a catheter test and the medication was crystalized and they fixed it". The catheter was cleared out and the hcp had been slowly titrating the medication rate. No further complications have been reported as a result of this event.